Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported off-label use of injecting a patient with juvéderm® in the glabella area four days later, patient experienced vascular occlusion in that area. Patient has been treated with hylenex and an unspecified prescription. Events ongoing.